Event description:
It was reported that they opened the foley catheter insertion tray, the gloves were unwrapped meaning they were not sterile and the syringe was completely empty. The customer would like a replacement as soon as possible since they only carry one and they cannot use that one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "error of inspector". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they opened the foley catheter insertion tray, the gloves were unwrapped meaning they were not sterile and the syringe was completely empty. The customer would like a replacement as soon as possible since they only carry one and they cannot use that one.